Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows that the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the infusion valve did not close during an eye surgery. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample have been requested for this case.

Manufacturer narrative:
The returned sample was visually inspected and no obvious defects were observed. The snap clamp on the infusion line was intact, and could be closed to stop fluid in the infusion line. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The sample was tested on a calibrated console and the fluid/air exchange manifold passed initial calibration indicating the auto infusion valve functioned(actuated) as it should. The received signal amplitude (rsa) value associated with the cassette was noted to be a lower value, however, this discrepancy would not have caused or contributed to the reported event. The root cause of the customer's event could not be determined as the auto infusion valve functioned as it should during calibration of the device. The returned sample functioned per specifications. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
The returned sample was visually inspected and it was noted the snap clamp on the infusion line was intact and was able to fully engage in the shut position. A console representing a current software version was used to test the sample. The sample failed intraocular pressure (iop) calibration and generated a system message code. The consoles received signal amplitude (rsa) value associated with this event was reviewed and found to be non-conforming. The rsa value is computed and used by the console software while monitoring fluid flow through the consumable cassette. The console will generate the reported system message code if the value decreases below a threshold limit at any point during priming or surgery when the iop function is enabled. While the customer reported and error code and a infusion valve issue, the investigation found the reported error code was likely related to a cassette issue and not a infusion valve issue. Analysis of the returned sample revealed that the customer¿s event is related to a non-conforming rsa value associated with the cassette. Dimensional features associated with the manufacturing process appear to be the major contributing factor in low rsa values. An internal investigation has been opened to address reports of a similar nature. The manufacturer internal reference number is: (B)(4).